Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. The reported issue did not adversely impact the customer¿s blood glucose level, and the sensor session was successfully started.